Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Based on the complaint description, it was reported that the catheter's balloon is deflating which suggest that the balloon had leak. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of th is reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter's balloon is deflating inside the patient without any action from the medical staff or the patient. So there is a leak of the balloon. Device was not tested prior to use. No medical intervention was necessary. Clinical consequences: urine leaks led to diaper rash.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter's balloon is deflating inside the patient without any action from the medical staff or the patient. So there is a leak of the balloon. Device was not tested prior to use. No medical intervention was necessary. Clinical consequences: urine leaks led to diaper rash.